Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
Hold for je 1.15